Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. Per technical support, this was indicative of a failed mixing pump and they replaced the pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that arctic sun device had been alerting and they had to restart the therapy multiple times but the error kept returned. Tried emptying pads, disconnected and reconnected, but no resolution. Patient temperature was 38.9c, targeted temperature was 37c, water temperature was 20.2c and water flow rate was 2.5 l/m with 4 pads connected. Walked through event log which shows device had been alerted 113 reduced water temperature control. System diagnostics showed that outlet monitor temperature was 23.4c, outlet control temperature was 23.5, inlet temperature was 24c, chiller temperature was 3.3c, water flow rate was 2.5 l/m, inlet pressure was -7.3psi, circulation pump command was 79 percentage, mixing pump command 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4446.2 and pump hours were 4197.8. Advised to send arctic sun device to biomed labeled 113 (reduced water temperature control). Nurse stated they're working on getting another device at bedside. They walked through setting up the alternate device.

Event description:
It was reported that arctic sun device had been alerting and they had to restart the therapy multiple times but the error kept returned. Tried emptying pads, disconnected and reconnected, but no resolution. Patient temperature was 38.9c, targeted temperature was 37c, water temperature was 20.2c and water flow rate was 2.5 l/m with 4 pads connected. Walked through event log which shows device had been alerted 113 reduced water temperature control. System diagnostics showed that outlet monitor temperature was 23.4c, outlet control temperature was 23.5, inlet temperature was 24c, chiller temperature was 3.3c, water flow rate was 2.5 l/m, inlet pressure was -7.3psi, circulation pump command was 79 percentage, mixing pump command 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4446.2 and pump hours were 4197.8. Advised to send arctic sun device to biomed labeled 113 (reduced water temperature control). Nurse stated they're working on getting another device at bedside. They walked through setting up the alternate device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.